Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The information provided indicates that the patient developed an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." As the mesh was implanted 10 years before the infection developed/ was diagnosed, the mesh most likely did not cause the infection. There was no product specific failure mode alleged and no product has been returned for evaluation, therefore, a definitive conclusion cannot be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2000: patient underwent a ventral hernia repair surgery at the hospital. Patient's hernia was repaired with a kugel patch. On (B)(6) 2010: patient presented to hospital with worsening abdominal pain. On (B)(6) 2010: patient underwent surgery for drainage of anterior abdominal wall abscess, secondary to enteric fistula and recurrent hernia, excision of infected mesh, lysis of adhesions, takedown of enteric fistula with small bowel resection x2 and placement of biologic mesh to have her kugel mesh patch removed. The attending surgeon stated in the operative report that "infected mesh was encountered which initially looks like a coiled type of mesh. There was adherent posteriorly to the small intestine. Upon closer inspection, there was an enteric fistula, which was the cause of the abscess. The fistula required resection of two portions of the small intestines." The attending surgeon further states in his operative report that "encounter purulent fluid. It was apparent that the mesh was beneath this area. The mesh appears adherent to small intestine. Recurrent hernia reduced." On (B)(6) 2010: patient was again admitted to hospital for increasing drainage from her incision. Patient underwent surgery for drainage of anterior abdominal wall abscess and lavage. The kugel patch used in the patient's hernia repair surgery failed resulting in much pain and suffering. Patient was seriously and permanently injured.